Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a severe low blood glucose 36 mg/dl and during the call the blood glucose was 285 mg/dl. Customer was transfer to 21144 to troubleshoot for high blood glucose and low blood glucose. The device will not be return for analysis.